Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. A review of the product lot history record did not reveal any nonconforming material records associated with this lot and a query of the complaint handling database revealed that there have been no related incidents reported for this lot. In summary, based on the reported information and this investigation, it is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported mildly calcified, mildly tortuous, restenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat restenosis of a non-abbott stent in the distal right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed with the 2.0 x 12 mm mini trek; however, the balloon ruptured during the first inflation of 8 atmospheres (atm), for 10 seconds. A new trek balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.